Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed a possible device thrombus. A preliminary review of the controller log files confirmed a rise in ventricular assist device (vad) power consumption above the normal operating range. Diagnostic testing revealed an elevated lactate dehydrogenase (ldh). The patient¿s thrombus appears to have been successfully treated with heparin and aspirin. The patient is reported to have experienced an ischemic stroke on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. Review of manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed from the analysis of log files which revealed an increase in pump's power consumption beginning on (B)(6) 2018. One hundred and nineteen high watts alarms have been logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.